Manufacturer narrative:
E1: adress line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
Analysis of the returned device found that the downstream occlusion seal was damaged. There was no patient involvement.